Manufacturer narrative:
As reported by the (B)(4) study, seven days post index procedure the patient expired. The patient had no complaints prior to retiring for the night and died in her sleep. The patient is an (B)(6), female, who was enrolled in the (B)(4) study for stenting of the ostium of the left internal carotid artery. Medical history includes hyperlipidemia, clinical copd, severe aortic / mitral valve disease, aortic valve replacement, mitral valve replacement and hypertension. The vessel was described as severely calcified and severely tortuous. The rate of stenosis was 80%. An angioguard was advanced distal to the lesion and the lesion was pre-dilated followed by deployment of a precise stent. Residual stenosis was 20%. It was noted that during the procedure the patient became hypotensive and was treated with neo-synephrine and there was some initial difficulty passing the retrieval catheter, but this was accomplished after dilation of a tortuous segment of the artery. The angioguard was safely removed and the procedure was successfully completed. There was no reported patient injury and the patient was discharged two days post procedure. Approximately seven days post procedure the patient expired. The patient's daughter stated that, after the procedure, the patient had experienced relief of some bothersome posterior headaches that she had been having prior to the procedure and was feeling well and residing back at the nursing home in which she had been living prior to the procedure. The patient's body appeared "peaceful" when it was discovered by the nursing home staff, with no signs of her having struggled in any way. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00294 and 1016427-2012-00050.

Event description:
As reported by the (B)(4) study, seven days post index procedure, the patient was deceased. The patient had no complaints prior to retiring for the night and died in her sleep. The patient is a (B)(6) female who was enrolled in the sapphire study for stenting of the carotid artery. Medical history includes hyperlipidemia, clinical copd, severe aortic / mitral valve disease, aortic valve replacement, mitral valve replacement, and hypertension. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as severely calcified and severely tortuous. The rate of stenosis was 80%. An angioguard (701814rmc/ lot 71111413) embolic protection device was advanced distal to the lesion and the lesion was pre-dilated. A precise (pc0740rxc/ lot 15170310) stent was successfully deployed in the lesion. Residual stenosis was 20%. It was noted that during the procedure the patient became hypotensive and was treated with neo-synephrine and there was some initial difficulty passing the retrieval catheter, but this was accomplished after dilation of a tortuous segment of artery. The angioguard was safely removed and the procedure was successfully completed. The patient was discharged two days post procedure. Approximately seven days post procedure, the patient expired. The patient's daughter stated that, after the procedure, the patient had experienced relief of some bothersome posterior headaches that she had been having prior to the procedure and was feeling well and residing back at the nursing home in which she had been living prior to the procedure. The patient's body appeared ''peaceful'' when it was discovered by the nursing home staff, with no signs of her having struggled in any way. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00294 and 1016427-2012-00050.